Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material in the a/w-nozzle, ric presume that the event was due to foreign material. Ric presume from the provided information that foreign material remained because the device was returned to olympus without reprocessing at the customer facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in a/w-nozzle. There was no patient involvement.